Event description:
A user facility reported that a patient had cardiac arrest during treatment. The patient was responsive when she was transported to the hospital. Medical records were requested.

Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of plant's investigation.

Manufacturer narrative:
Device review- the user facility did not request an evaluation by the manufacturer's regional equipment specialist during follow up, the customer confirmed there were no problems with the 2008k2 device, results from the lab on constituents were fine, and the device was returned to service a device history record (DHR) review was performed and the device was found to have been manufactured per specifications. The system level review of the 2008k2 machine and concomitant product found no indication that the products caused or contributed in any way to the patient event. Medical record review: medical records were received and reviewed by post market surveillance clinical staff. Patient was admitted to the hospital for syncope according to the medical records, dialysate from arterial port in dialyzer was checked by two staff members for bleach and peracetic acid and both test strips were negative. There was no bicarbonate level for review. There was no documentation in the medical record that indicated the patient suffered a cardiac arrest. Patient did admit to hospital staff that she was having dizziness the previous two weeks. The patient had a pulse and blood pressure when treatment was stopped. There was no documentation in the medical record that showed pulseless activity or loss of blood pressure. There was no documentation in the medical record that showed a causal relationship between this patient's dialysis treatment with the 20081k2 device, custom combi set and the patient's unresponsive episode.

Event description:
Findings from the medical records- on (B)(6) 2015, the patient ambulated in hemodialysis clinic with a cane the patient's treatment started at 06-12. Her left upper arm av fistula had a positive thrill and bruit and was accessed with a 15 gauge needle. Her pre-treatment vital signs were as follows: b/p 197/93, pulse 87, temperature 97 8 at approximately 06-57, the patient made a snoring type of noise. Staff checked on patient and found her to be unresponsive. Sternal rub was started to arouse patient and saline flush was started b/p was 87/75 and pulse was 133. Patient stopped breathing and lips were turning blue. CPR was initiated. After 4 minutes of CPR, the patient started to arouse. Her vital signs were as follows: 187/78 and pulse of 77. Emergency unit arrived on the scene and took care of the patient. The patient was sent to the emergency room via a stretcher. At the emergency room, the patient had no apparent distress. There was normal respiratory effort and lungs were clear to auscultation. Heart rate was regular and rhythm with a normal s1/s2. Patient was alert and oriented, thought content was appropriate with normal insight. The patient was admitted to the hospital on (B)(6) 2015 for syncope and discharged on (B)(6) 2015. Dialysis prescription: gambro polyflux 17r, blood flow rate 400 mi/min, dialysate flow rate 600 ml/min, bicarbonate 30, duration 180 minutes, dialysate bath- k3, ca 2.5, na 138. Heparin was administered.